Event description:
It was reported that the device was leaking. No patient injury was reported.

Manufacturer narrative:
Other, other text: h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found an obsolete air detector, old style printed circuit board (pcb), obsolete and cracked float switch, torn heater, residue from water leak at bottom of enclosure, water tank starting to separate from its seams. Functional testing found device leaks from cracked float switch. Due to the age and condition, the devise has been deemed beyond economical repair. The root cause of the reported issue was found to be wear and tear of age. Device manufactured in 2005 and first time in for service. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: UDI number is unknown, d4: model number.

Event description:
Additional information received on 18-aug-2022: the leak was discovered after putting water in the device, and event date was 30-may-2022.